Event description:
It was reported that the MRI compatibility guidelines were requested. It was noted that the MRI was to check up on the pump and to check for granuloma. The pump was used to infuse an unknown drug. It was reported that the patient¿s hcp ordered a MRI to check for granuloma at the tip of the catheter. It was noted that it was unknown when this started. It was reported that the pump was used to infuse morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11180r55, implanted: (B)(6) 2002, product type catheter; product ID 8709, lot # j11180r55, implanted: (B)(6) 2002, product type catheter. (B)(4).